Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, scratched case, broken (cracked) reservoir tube lip, cracked case-corner of belt clip rails, pillowing keypad overlay and cracked retainer cosmetic damage was confirmed with cracked case-corner of belt clip rails during analysis. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage on the battery side of the pump. The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1712kl was requested and it was returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in below sections with this follow-up report. 1. Section h7 - checked recall box. 2. Section h9 - added clear retainer ring recall number. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked battery tube threads, scratched case, broken (cracked) reservoir tube lip, cracked case-corner of belt clip rails, pillowing keypad overlay and cracked retainer. Cosmetic damage was confirmed with cracked case-corner of belt clip rails during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.